Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results for 1 patient sample on a cobas e 411 analyzer. This medwatch will cover anti-hcv ii. Refer to medwatch with a1 patient identifier (B)(6) for information on the hbsag ii results. The initial result was 130.6 coi, interpreted as reactive. The sample was repeat and the result was 128.9 coi, interpreted as reactive. A plasma sample from the patient was tested and the result was 157.6 coi, interpreted as reactive. Molecular testing was performed on the sample and the result was non-reactive. The exact date of of molecular testing was not provided.

Manufacturer narrative:
It was found that the customer did not use 13 millimeter rack adapters. Per product labeling, "not using a 13 mm sdta with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors." All initially reactive or borderline samples should be retested in duplicate using the elecsys anti hcv ii assay. Confirmation via supplemental methods (e.g. Immunoblot or detection of hcv rna). If one or both measurements remain borderline, the analysis of a follow-up sample is recommended. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. No product problem was identified.